Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred in the 90's. The device associated with this report was not returned. Review of the device history records and/or complaint database search was not possible, as the product and lot code required was unavailable. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address pain and loosening at the cement/bone interface. The manufacturer the cement used is unknown. Osteolysis was discovered intraoperatively.